Event description:
The customer reported that there was an error message "auto shut down in 15 seconds" displayed and the system shut down without command during a procedure. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rea panel work station main circuit breaker was reset. The system was tested and found to be working as intended and put back into service.